Event description:
(B)(4). It was reported that following a coronary stenting treatment procedure, myocardial infarction and stent thrombosis occurred. In (B)(6) 2011, the patient presented due to acute onset chest pain. He was diagnosed with acute myocardial infarction and was referred for cardiac catheterization and enrolled into the study. The de novo, bifurcated, 3.0x15mm, 100% stenotic lesion was located in the mid left anterior descending artery (lad). The lesion was treated with pre-dilatation, aspiration thrombectomy and placement of a 3.0x2.0mm taxus element stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient experienced myocardial infarction and was hospitalized on the same day. No cardiac enzymes were drawn. No ECG was performed and no ischemic changes were observed. A non-target vessel was intervened. And an intra stent thrombotic occlusion was noted in the previously placed stent in mid lad. The thrombo was treated with aspiration as well as the placement of a 3x15 mm non-bsc stent with good angiographic result. The event was considered to be not recovered/not resolved.

Event description:
It was further reported that eight days post initial procedure the restenosis was treated with balloon angioplasty and the placement of a 3.5x15mm non-bsc stent with good angiographic result. The restenosis was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Additional information; describe event or problem and relevant tests/lab data. (B)(4).

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).